Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This pt was randomized to the e-select clinical trial for three-vessel coronary artery disease. The indication for the index procedure was stable angina pectoris. The pt's medical history consists of family history of coronary artery disease, hypertension, hyperlipidemia, current nicotine habit, and insulin dependent type ii diabetes with retinopathy, neuropathy or nephropathy. A post procedure echocardiogram was performed. Base line heart rate was 63/min, sinus rhythm was measured, blood pressure was 135/90 and left ventricular ejection fraction (lvef) was >50. Pre-procedure ck was normal. Platelet count was 141 and hemoglobin was 14.7g/dl. The target lesion was at the proximal right coronary artery. The vessel was a native coronary artery. The reference vessel diameter was 3.0mm, lesion length was 18mm, pre and post procedure diameter stenosis was 80 and zero percent, respectively. Pre and post procedure timi flow is unk. The lesion was described as denovo, with no major side branch involvement with moderate tortuosity of proximal segment, eccentric, moderately calcified without thrombus and type b2. A 6f-guiding catheter was also used in the procedure. The lesion was predilated with a 2.5x12mm balloon at 14 atms; inflation time is unk. The pt was implanted with a 3.0x23mm cypher select plus stent, deployed at 15 atms. Because the stent was not fully expanded post dilatation was conducted with a 3.5x15mm balloon at 18 atms. Medications at discharge included permanent 100mg of aspirin, 75mg of clopidogrel for 12 months, insulin, statins, ace inhibitors, and beta-blockers. At one-month follow-up, the pt remained asymptomatic and complaint with anti platelet regimen. Any additional info will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that following the index procedure there was a rise in cardiac enzymes. At 24h-discharge peak ck was <2, peak ck-mb was >5 and troponin was >5 above upper normal levels indicative of a myocardial infarction.